Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. The patient noted this was similar to episodes they had prior to having the device. It was recommended that the patient contact their physician to discuss these episodes. No other adverse patient effects were reported.